Manufacturer narrative:
Investigation result: a visual examination of the returned complaint device revealed that the device did not have any visual defects. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge but none of them showed abnormalities. Functional analysis was performed by connecting the device to an alliance inflation system, and the balloon was inflated; however, the balloon would not hold pressure due to a pinhole located at the proximal ro marker. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the biliary duct during a dilation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, a hole was noted on the balloon. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event. The patients condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the balloon had a pinhole; therefore this is now an MDR reportable event.